Event description:
A hospital in (B)(6) reported that the low temperature alarm sounded from the e500 ventilator and they found that the adapter had fallen out of the pressure line of an rt345 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the connector at the distal end of the pressure line was loose. Glue was present at the connection but was not bonding. This is the only complaint of this nature that we have received in the past two years. Conclusion: the root cause of this fault could not be determined.